Event description:
It was observed that during the device evaluation, the rhino-laryngo fiberscope exhibited foreign matter on the adhesive part of bending section cover and corrosion on the light guide cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed that the scope with foreign matter attached has a watertightness defect. The reprocessing could not be completed due to a leakage defect, and the foreign matter remained in the bending section cover bonding area. But the attached foreign matter could not be identified. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.